Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3 months post-op, the patient underwent a revision due to instability, patella mal-tracking, and a lack of range of motion. During the revision, the surgeon performed a patella tendon release and used a lars ligament to reattach and reposition the patella. A new poly of the same thickness was placed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00588004012 - 12mm height size d articular surface with hinge post extension / use with plate 3,4,5,6 / screw enclosed do not discard - 67037802. 00588000302 - size 3 precoat non-modular cemented tibial component - 67107316. 00598801215 - 15mm diameter 30mm length straight stem extension combined length 75mm - 67037802. 66022663 - palacos r + g (1x40) - (B)(6). 66022663 - palacos r + g (1x40) - (B)(6). 66022663 - palacos r + g (1x40) - (B)(6). 66022663 - palacos r + g (1x40) - (B)(6). G2 : foreign country : australia h6: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.